Manufacturer narrative:
H11. Additional narrative: updated b5, b7, and h6 per new information received.

Event description:
It was reported that a 2700 27mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to severe regurgitation and stenosis. The patient presented with sob on exertion and nyha ii. A 9750tfx26a transcatheter valve was implanted. The patient was discharged home in stable condition on pod #0.

Manufacturer narrative:
Surgical percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to severe regurgitation. A 26mm transcatheter valve was implanted.

Manufacturer narrative:
H11. Additional narrative updated d4, h4, and h6 per new information received the most likely cause is patient factors, including history of bicuspid aortic valve, coronary artery bypass graft and coronary artery disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.